Event description:
A home pt called to report several incidents of minicaps with no betadine. The pt stated the sponges were white in color, indicating no betadine present. The pt was unable to provide the lot number and exact amount of incidents as pt discarded all the samples. The pt indicated no pt injury or medical intervention associated with these incidents.